Event description:
Patient was put on for dialysis therapy. It was noted that there was a tiny leak in the hemodialysis blood tubing set from b. Braun medical inc. Streamline® bloodline set for dialog+® hemodialysis system. The leak was very minuscule. It appears to be as small as a pinhole. Patient was immediately rinsed back and set up on a new machine with new lines. This is the second issue with dialysis lines. Lot number for this line is 20354001. Ref number (B)(4). Use by date is (B)(6) 2025.